Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, upon first firing, no staple was fired and the tissue was not cut. The surgeon applied the same instrument but the staples did not fire and bleeding occurred. The surgeon converted to a laparotomy and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.